Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information. However, review of x-rays identifying anatomic alignment of the right hip arthroplasty. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Initial surgery: 2001. Concomitant medical products: unk head, unk cup, unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02495. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a closed reduction post recurrent dislocations and is being scheduled for a revision procedure. However, no revision has been reported to date.